Manufacturer narrative:
Investigation summary : no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
The primary surgery was performed on (B)(6) 2012. The patient had complained the pain since (B)(6) 2017, so that the patient visited to the hospital. Then, it was reported that the surgeon found the abnormal matter at peripheral soft tissue around the hip under CT.